Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 4 mmol/l and 16 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The customer's product has been returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Only the reading of 16 mmol/l (288 mg/dl) was found in the meter's memory.